Manufacturer narrative:
The customer replaced the motor controller printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 100b (post) (vent-inop): watchdog test failed message while in use on a patient; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending - investigation ongoing.